Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that there were no error messages generated by the instrument. Quality control (qc) levels were within range and consistent with the lab and peer ranges. The customer confirmed that no other patient samples were affected and the issue was isolated to a single sample. The potential cause of the discordant falsely elevated cardiac troponin I (tni) result is sample related. No further evaluation of the device is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a dimension exl w/lm instrument. The discordant result was reported and questioned by the physician(s). The customer used the same sample and instrument to perform repeat testing. The result was lower, and the customer decided to test the sample on an alternate instrument. The repeated results of <0.017 ng/ml was consistent on both instruments, and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni result.